Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the hypersensitivity and infection outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result:essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 30-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, knee operation and multigravida. Concurrent conditions included dysfunctional uterine bleeding, bleeding intermenstrual and endometrial thickening. Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (integra plus), buspirone, celecoxib (celexa), escitalopram oxalate (lexapro), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron hydrochloride, paracetamol (acetaminophen) and promethazine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced vaginal infection ("infections /infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal infection"), mood swings ("hormonal changes describe: mood swings"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the hypersensitivity, vaginal infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The number of expanded coils that appeared trailing into the uterine cavity was 4 and the number of expanded coils that appeared trailing into the uterine cavity was. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result:essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Urine analysis - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: mixed anxiety and depressed mood ,dysmenorrhea,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received. Reporters information updated. Lot no. Was added. Event: infection was updated to vaginal infection. New events: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain were added. Outcome of event was updated : pain. Medical history, lab data, concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 30-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, knee operation and multigravida. Concurrent conditions included dysfunctional uterine bleeding, bleeding intermenstrual and endometrial thickening. Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (integra plus), buspirone, celecoxib (celexa), escitalopram oxalate (lexapro), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron hydrochloride, paracetamol (acetaminophen) and promethazine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced vaginal infection ("infections /infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal infection"), mood swings ("hormonal changes describe: mood swings"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual issues") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with bilatral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the hypersensitivity, vaginal infection, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The number of expanded coils that appeared trailing into the uterine cavity was 4 and the number of expanded coils that appeared trailing into the uterine cavity was diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result:essure device was successfully occluded.; on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Urine analysis - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: mixed anxiety and depressed mood ,dysmenorrhea,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/chronic pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 31-year-old female patient who had essure (batch no. C95073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, knee operation and multigravida. Concurrent conditions included dysfunctional uterine bleeding, bleeding intermenstrual and endometrial thickening. Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;ferrous fumarate;folic acid;nicotinic acid;polysaccharide-iron complex;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (integra plus), buspirone, celecoxib (celexa), escitalopram oxalate (lexapro), medroxyprogesterone acetate (depo-provera), nsaids, ondansetron hydrochloride, paracetamol (acetaminophen) and promethazine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, the patient experienced vaginal infection ("infections /infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal infection"), mood swings ("hormonal changes describe: mood swings"), depression ("psychiatric problems condition: depression/psych injury") and anxiety ("psychiatric problems condition: mental anguish/psych injury"), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, metrorrhagia, vaginal infection, allergy to metals and abdominal pain had resolved, the vaginal haemorrhage, menstrual disorder, hypersensitivity, mood swings, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, mood swings, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The number of expanded coils that appeared trailing into the uterine cavity was 4 and the number of expanded coils that appeared trailing into the uterine cavity was 3. Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding, nickel allergy, psych injury and vaginal infection. Medical leave related to essure : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Urine analysis - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, depressed mood, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Following events were added: abdominal pain, metorhagia (bleeding b/w periods), gen. Abnormal bleeding. Outcome of the event pelvic pain was changed from recovering to recovered and for the events menorrhagia/menorrhagia (heavy menstrual bleeding), nickel allergy, vaginal infection was changed from unknown to recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy with bilatral salpingectomy). Essure was removed. At the time of the report, the hypersensitivity and infection outcome was unknown. The reporter considered hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result:essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.